Event description:
Customer received a result of 28.9 mmol/l on mobile system 1, and a result of 9.8 mmol/l on mobile system 2. The customer then received a result of 7.5 mmol/l on the compact plus system. All results were within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the compact plus system (lot number and expiration date unknown). (B)(6).